Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
A patient implanted for spinal pain reported via the manufacturer's representative (rep) they felt like the lead was poking their skin, but not through the skin. A lead revision was scheduled for (B)(6), and at that time the physician wanted to place the anchor without taking the lad out of the header block. The rep. Later reported the cause of the lead poking the patient was not determined. During the revision, the leads were moved deeper and the revision was successful.